Event description:
It was reported that the displayed flow of the rotaflow is under delivering setting where at 5 lpm. The failure occurred during patient treatment. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
This is a follow up report to complaint ot#(B)(4) that was reported under MFR report# 8010762-2022-00153 on (B)(6) 2022, which is a duplicate entry to complaint ot# (B)(4), reported under MFR report# 8010762-2022-00150 on (B)(6) 2022.